Manufacturer narrative:
As of today, the devices which were used in treatment have been requested for return, additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. A risk management review was performed. No additional risks were identified as a result of the reported event. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that the patient underwent revision surgery on the right hip, after a primary bhr resurfacing system surgery, due to elevated metal ion levels, inflammation, and swelling.